Event description:
A customer contacted baxter to report that the spike was separated from a bag port during use. The connecter cover not used at the time of this incident. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.